Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) product type recharger h3: analysis of the 37761 recharger (rtm) (s/n (B)(6) revealed bent/ broken connector pins at the end of cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were unable to connect to their implant starting a couple of weeks ago. Pt stated their were unable to connect or recharge the implanted device. Pt stated they needed an MRI and could not get the patient programmer to connect. They contacted the mdt representative who recommended all of the equipment be replaced. During troubleshooting, pt verified the recharger antenna was bent. Agent sent an email to repair to replace the recharger antenna. Pt called back stating they received the recharger antenna and thinks they needed the power supply replaced because the connector pin was bent. Pt said the green light was on on the power supply but the pin was bent and sometimes it worked when pt wiggled it otherwise the recharger would loose the connection when plugged in the power supply. An email was sent to repair to replace.